Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 97754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3987a, lot# n370331, implanted: (B)(6) 2013, product type: lead; product ID 3987a, lot# n371389, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was implanted 11 days after the use by date.